Event description:
The patient came in for a refill and reported mild underdosing symptoms. The pump was aspirated; 11 mls were aspirated, 3mls were expected. It was noted that prior refills had been without problems. The physician reported that 20 min after refilling the pump, the patient reported severe pain (whole body) as well as symptoms of morphine overdose (myoclonus etc.). The patient was admitted to the ICU and intubated for 5 days. Results of the csf analysis revealed very high morphine concentrations. The medication was successfully aspirated from the pump and the retrieved volume was said to be okay. The physician explanted the pump, since he felt there was a pump failure. It was noted that the pump was filled using a 22g needle; the manufacturer's refill kit was not used for the refill. The pump was used to deliver morphine and clonidine. The concentration was reported as 20 mg/ml (the drug was not specified); the dose was 17.75 mg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.